Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. An x-ray was taken to confirm there were no pieces in the surgical site. The procedure was completed successfully. No further consequences were reported.